Event description:
It was reported that during a knee arthroscopy the device did not open. The procedure was completed with another similar device. No significant delay or patient injury reported.

Manufacturer narrative:
Foreign post code - (B)(6). One rotary 90 degree 3.4mm left punch basket instrument returned. This is a six year old reusable instrument. The complaint stated: "it was reported that, during a knee arthroscopy, the device did not open.¿ the cutting edges meet tightly when closed. There was no damage observed. As received, the articulating jaw component was stuck in the closed position. Obvious bio remains and possible rusting of the cutting area were observed. The instrument has not been cleaned properly or allowed to dry thoroughly. This may contribute to the jammed jaw. Adjustment of the scissor action may be required. No root cause related to the manufacturing of this device was confirmed.

Event description:
It was reported that, during a knee arthroscopy, the device did not open. The procedure was completed with a device from the competence. No delay or patient injury reported.